Event description:
Additional information was received indicating that device settings were lowered. No known surgical interventions have taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostic testing resulted in high impedance. X-rays were performed and reportedly did not identify any discontinuities. It was later reported that the high impedance was initially found by the neurologist who then referred the patient to the neurosurgeon. It was reported that neither physician programmed the device off after observing the high impedance reading. It was reported that there were no known trauma or manipulation that could have caused or contributed to the high impedance. The neurologist's notes indicate that the patient has an extremely large and very thick neck and that the "prospect of trying to find a new area of fresh nerve to put a new set of leads back on is so daunting". The notes indicate that his suggestion would be to follow this along as "the device is still delivering adequately" and that "if it is not delivering, to really carefully try to decide if it is worth trying to do anything at all." The notes indicate that the neurologist suggests that the patient come back for follow-up in 1-2 months. No other information was provided.

Event description:
It was reported that the patient is now having an increase in seizures. It was reported that the neurologist is referring the patient back to the neurosurgeon.